Event description:
It was reported that after performing pre-dilatation with a 2.0x12 rx voyager balloon dilatation catheter, a 2.75x28 xience v rx stent delivery system and a 2.5x18 xience v rx stent delivery system were each advanced toward a heavily calcified lesion in the narrow and moderately tortuous mid circumflex coronary artery, but both xience devices were unable to cross the lesion. A non-abbott stent was able to cross the lesion successfully. There were no patient effects and no clinically significant delay in completing the procedure. Returned device analysis revealed that the 2.5x18 xience was returned with a separated hypotube. Additional information indicates that resistance was felt during removal of the 2.5x18 xience v rx stent delivery system, but the health care practitioner was not aware that the hypotube had separated. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, cross it 100, inflation: boston, guide cath: ebu3 medtronic, stent: 2.75 x 28 mm xience v. Evaluation summary: returned goods lab analysis noted blood on the stent implant and on the balloon, which is consistent with advancement into the body. There was no contrast visible. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameters met manufacturing criteria. There were multiple kinks throughout the entire shaft and the shaft was separated 17.4 cm distal to the strain relief tubing. There was no note of any damage observed to the stent delivery system (sds) or stent implant during inspection prior to use, which suggests that a product deficiency did not contribute to the reported incident. The lesion was described as narrow, heavily calcified, and moderately tortuous, which likely contributed to the reported failure to advance/cross the lesion and difficulty to remove from the anatomy. Follow-up information from the account regarding the shaft separation/detachment revealed that the physician was unaware of the shaft separation. The shaft kinks and separation most likely occurred during the procedural attempt to advance/cross the lesion and/or during handling of the device for return back to abbott vascular. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support, and/or previously implanted stents, and is typically not associated with a product quality deficiency. Additionally, factors which may contribute to resistance/difficulty removing from the anatomy include but are not limited to, damage to the device, procedural technique, and interaction with the lesion and/or accessory devices. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is tested to verify product quality prior to lot release. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database was performed and there were no other incidents reported for difficulty to remove from the anatomy. There is no indication of a product quality deficiency.